Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred multiple times and the pump stopped all insulin delivery. The customers blood glucose level was reported to be (161 mg/dl). During troubleshooting with tandem technical support, the malfunction alarm was cleared. It was indicated that the customer would continue to use the pump until the replacement arrives and has manual injections available as alternate insulin therapy.